Event description:
It was reported that the walgreens thin insulin syringe hub separated from the needle when removing the shield. The following information was provided by the initial reporter: consumer stated, when he removed needle shield, needle hub separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the walgreens thin insulin syringe hub separated from the needle when removing the shield. The following information was provided by the initial reporter: "consumer stated, when he removed needle shield, needle hub separated."

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1277767. All inspections were performed per the applicable operations qc specification.